Event description:
The customer reported to olympus, the colonovideoscope exhibited e315 error during preparation for use for an unknown procedure. The intended procedure was completed with a similar scope. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned. Technical evaluation confirmed the customer specified fault ¿error 315¿. There were few additional findings. The adhesive of the light guide lens and optical lens was worn out. The distal end adhesive was lifting. The scope connector exhibited water leakage. The angulation in the right direction does not meet the specified value. The device failed the electrical safety test. The device exhibited air leakage. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed error e315 could not be determined, however, the error code was likely due to water ingress into the device, resulting in an abnormality in the electronic component, and the error message was displayed. The event can be detected/prevented by following the instructions for use which state: ¿·inspection of the endoscopic image¿ ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage¿. ¿- do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. Olympus will continue to monitor field performance for this device.